Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/28/2021. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure female. The diagnosis and indication for the initial surgical procedure? Total laparoscopic hysterectomy. What were current symptoms following the index surgical procedure? Onset date? The patient developed fever on the 4th day after the surgery. The patient was calm with antibiotics and did not lead to reoperation. What are the patient comorbidities/concomitant medications? We couldn't get the information. Date - time of onset of infection and fever from the surgical procedure? The patient developed fever on the 4th day after the surgery. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? We couldn't get the information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics were administered postoperatively. Were cultures performed? Results? We couldn't get the information. Product lot # we couldn't get the information. What is physician¿s opinion as to the etiology of or contributing factors to this event? The doctor said that the infection was caused by the interceed or by bacteria. What is the patient's current status? The patient has been discharged from the hospital. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Date - time of onset of infection and fever from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2021 and the absorbable adhesion barrier was used. It was reported that the device was used on the patient's vaginal stump. It was reported that the patient developed fever on the fourth day after the surgery, and when CT scan was taken, it looked like pus. The doctor opined the infection was caused by the device or by bacteria. "Cleaning" was performed during tlh surgery. The vaginal stump was still dirty and infected, but antibiotics improved it. After administration of antibiotics, the patient was calm and did not require reoperation. Additional information was requested.